Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The system remains implanted and there is no intervention planned at this time. To date, no adverse patient effects have been reported.